Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a level alarm occurred by the s5 roller pump did not stop during the procedure. It was further reported that the level symbol was not visible in the pump display anymore. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland received further information confirming that the initially provided date of event was incorrect. This date was corrected. Through follow-up communication with the customer, livanova deutschland learned that the device is still in use by the customer and the reported issue did not recur. Livanova deutschland requested the device back but the customer did not make the device available to date for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial.

Manufacturer narrative:
The serial read-out of the pump and the pump itself were not made available for return to livanova deutschland. It was possible to further investigate the level sensor and the level sensor module at the manufacturer site. No deviations could be found and the devices were working within specifications.